Manufacturer narrative:
The user facility returned a total of two thunderbeat devices for evaluation. This report is for 1 of the 2 used devices. The device was tested using olympus test equipment; device was tested on as received condition, found tissue built up on the grasping section of the device. The teflon pad was found severely worn, melted and lifted up with charred marks, exposing metal. The teflon pad also was split on the side. Probe check was performed and device passed the probe check. The distal end of the probe was inspected under a microscope and found charred marks on the probe unit. In addition, the probe and the jaw were found misaligned when closed. Noted some peelings on the gold insulation of the grasping section. The user¿s complaint was confirmed. The most likely cause for the teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent teflon pad damages. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during the beginning of a procedure two thunderbeat devices seal and cut button did not work. The teflon pad was partially detached with a little metal exposure. There was no damage to the probe and no device fragment fell inside the patient. The intended (unspecified) urology procedure was completed using the second device. There was a delay of approximately three minutes, while the devices were changed. No patient injury was reported.